Event description:
The surgeon implanted a 3-piece silicone lens model aq2003v and tore during insertion. It was indicated that the cause of the lens damage was unknown. When the lens was removed, the incision was enlarged and a suture was needed. An msi-tm injector, lot number unknown, and aq cartridge fp, lot number unknown, and aq cartridge fp, lot number 1197517, were used during surgery.